Event description:
It was reported that during a shoulder stabilization surgery the drill became stuck in the drill guide and broke off. All broken pieces were retrieved out of the patient. There was no harm for patient, operator or third party reported. As the hole was already drilled successfully no additional device was needed to finish the surgery successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint is confirmed. Visual evaluation noted that the drill is stuck inside the driver ar-3610f, and the distal end of the flutes and the drill chuck feature were broken. Also, the end of the flutes has strong abrasion marks. Functional testing was not performed due to the devices being stuck and unable to separate them. The most likely cause of this condition is excessive force/friction during use or insertion.